Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "low water flow alarm". No patient involvement.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the devise was in good condition. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The device ran fine when the temp check was installed, however an alarm was observed. The customer reported product problem was therefore confirmed. The investigator subsequently installed a known good micro switch and the alarm ceased. The product problem was attributed to a bad micro switch. The following components were also replaced: plate clip, gasket, and tank cover. Preventative maintenance was then performed. The device subsequently passed functional testing. The problem source of the reported product problem was unknown. A root cause was not established.